Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric optic and the lens was torn during insertion. The incision was enlarged to remove the lens and another same type of lens was implanted. A suture was placed to close the wound. The reporter stated that the incident was due to loading error.

Manufacturer narrative:
Evaluation: results- visual inspection of the returned product showed that there was a tear across one of the haptic plates and there was evidence of a clear surgical residue.